Event description:
Related to MFR. Report #2183959-2012-03336. It was reported that the plaintiff's attorney that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.